Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 600 mg/dl at the time of incident. Customer¿s current blood glucose was 510 mg/dl. Customer been using the insulin pump system within 24 hours of high blood glucose event. Customer was not using auto mode. The customer experienced symptoms such as nausea and difficulty breathing related to high blood glucose. The insulin pump will not be returned for analysis.